Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level was 163mg/dl. A system check was performed and the pump performed as intended. Insulin deliveries were successfully resumed after the system check.